Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no product was returned for investigation. Conclusion: the complaint is unconfirmed. Will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
A peritoneal dialysis pt reported that after receiving m31 air detected in cassette several times and did not drain. The pt changed the set up and closed all clamps and powered off cycler. The pt opened the cassette door and the fluid began to leak. No report of patient ill effect. There is no sample.